Event description:
This lead was capped and replaced due to non capture. Subclavian crush is suspected, as this patient was in a car accident recently. Should additional information be received, this file will be updated.